Event description:
It was reported, the patient had an infection and the area was red, hot and the patient had a fever. It was stated, the patient¿s implantable neurostimulator (ins) was removed and their doctor wanted to wait six months to see if the infection cleared. It was noted this was a second infection and they had a ¿really bad infection and they had to take it out.¿ the patient stated ¿ I don¿t think my body can take foreign objects.¿ it was reported after the first infection they waited around 3 months "and the infection started again." Reportedly, the patient was given antibiotics and they ¿glued it shut so nothing would get in.¿ it was stated, "he gave me so much (antibiotics) that my head and shoulders were itching and they had to give me benadryl between for me to finish the medication.¿ reportedly, the patient¿s device really worked and they were excited because, they had bladder issues of urgency and incontinence their whole life. The patient stated their bladder "keeps growing a little bit, so if I don't empty it right, it just won't work." It was noted since the patient¿s therapy worked so well for the patient they intended to have a third implant put in after 6 months.

Manufacturer narrative:
Product ID 3093-28 lot# v407736, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the date of onset of the infection was approximately 5 days post implant. It was noted that perioperative antibiotics were administered. The primary location of the infection was the ins pocket and patient symptoms of redness and swelling were reported. Culture results of the pocket site grew gram positive cocci in clusters (gpcc). Oral antibiotics were administered. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).